Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the left ventricular (lv) lead revision that was mentioned. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered lead safety switch (lss) due to high out of range left ventricular (lv) lead pacing impedance measurements. The patient reported phrenic nerve stimulation. Technical services (ts) was consulted and indicated there was a gradual rise in the lead pacing impedance measurements over the previous months. Ts suggested the health care professional (hcp) to consider testing the lv pacing thresholds and impedance measurements in alternate pacing configurations. Ts also recommended to consider increasing the lead pacing impedance limit. Ts discussed with the hcp possible causes behind the reported impedance measurements. A subsequent call was received, in which the hcp stated attempts to reprogram the system around the reported phrenic nerve stimulation had been unsuccessful. Due to this reason, the hcp requested ts how to turn lv pacing off to perform a lead revision. Ts walked the hcp through performing the programming changes. There is not enough evidence to confirm if the lv lead revision has been performed at this time. No additional adverse patient effects were reported. This crt-p system remains in service.